Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that since revision they have not had the same therapy relief. The patient stated that her battery stopped working. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.